Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) via ambulance due to high blood glucose (bg) levels of 33 mmol/l (594 mg/dl) and ketones, while wearing the pod between 36 and 48 hours on the abdomen. A correction was administered by the patient using the pod, but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. At the hospital, the patient was treated with a manual insulin injection.